Manufacturer narrative:
Physio-control replaced the user interface pcb assembly and performed some other unrelated repairs. Proper device operation was subsequently observed through functional and performance testing and the device was returned to the customer. The cause of the reported issue was isolated to the user interface pcb assembly. Further root cause was not determined.

Event description:
The customer sent their device to physio-control for repair. Upon initial evaluation, physio-control observed that the device had illuminated its service led and had a blank display. The device would not respond to button presses. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer sent their device to physio-control for repair. Upon initial evaluation, physio-control observed that the device had illuminated its service led and had a blank display. The device would not respond to button presses. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.